Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that per evaluation of arctic sun device, the ac cca main voltage card to power inlet module connectors show signs of electrical overstress. The device would not heat to 40 degrees c during functional testing. A test heater was installed to allow the device to heat 40 degrees c. The power cord retaining bracket is missing and will be replaced with a new one. Two tank seals were found cracked during repairs and will be replaced. During testing, the mixing pump was slightly slow to cool which is indicative of a possible weak pump.

Manufacturer narrative:
The reported issue was confirmed by CAPA association as manufacturing related. The root cause of the reported issue was inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools and no crimp cross-sections provided. As the complaint was addressed by CAPA, device history record review and labelling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per evaluation of arctic sun device, the ac cca main voltage card to power inlet module connectors show signs of electrical overstress. The device would not heat to 40 degrees c during functional testing. A test heater was installed to allow the device to heat 40 degrees c. The power cord retaining bracket is missing and will be replaced with a new one. Two tank seals were found cracked during repairs and will be replaced. During testing, the mixing pump was slightly slow to cool which is indicative of a possible weak pump.